Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, after the first firing for the gastric body, the staples were unformed and a little bleeding occurred. Additional suture was performed with cutter. There were no adverse consequences to the patient.